Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2024, the patient's spouse reported that on (B)(6) 2024, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. The patient experienced mental status changes and the spouse called an ambulance. The bg was not checked and the estimated glucose value (egv) at that time was not documented. The husband reported he was not sure if they missed the alert or just did not hear the receiver go off. When emergency medical services (ems) arrived, the bg was 40 mgdl while the egv was 72 mgdl. The patient was transported to the emergency department (ed) in a diabetic coma. She was treated with intravenous (IV) glucose fluid. The patient was discharged after 24 hours. Another bg was 270 mgdl while the egv was 170 mgdl. There was no documentation of treatment for hyperglycemia. At the time of the report, the patient was okay and normal. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.